Event description:
It was reported the customer received a button error alarm. Customer also reported receiving a lost sensor alert. The customer's blood glucose was 124 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump was programmed with test minilink and the glucose sensor simulator, communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No lost sensor alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.